Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and three 33 mm watchman laa closure device & delivery systems (wds) were used. The first two devices that were used could not fully occlude the laa. These two devices were fully recaptured and there were no complications reported. The third device also could not occlude the laa. After the third device had been recaptured the physician noted that there was a pericardial effusion. A pericardiocentesis was performed and 650 cc of fluid were drained. The procedure was ended due to the lack of closing the laa. The patient is doing fine and has been discharged home.